Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Cloud data from the user for the period of 14jan2026-16jan2026 was downloaded and reviewed. Review of the patient history buffer (phb) found that only estimated glucose values of -3 and -4 were being generated during this period, indicating that the pod was scanning for the sensor and timing out after 20 minutes of searching without finding the sensor. The phb data showed that this happened across more than one pod. Review of the phb data found that the system was primarily used in manual mode during this period and was correctly delivering the user's manual basal program. Whenever the system was switched to automated mode, the system correctly transitioned to automated mode: limited, began delivery of safe basal, which is the lower of the user's manual basal program and the user's adaptive basal rate, and alerted the user that sensor values were missing. The cause of the inability of the pod to find the sensor could not be determined from the available data; however, it could be determined that the system responded appropriately to the missing sensor values. We are unable to determine if any product condition could have contributed to the reported emergency room visit, seizure, and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemia and experiencing a seizure on (B)(6) 2026. The patient experienced symptoms of shaking violently, her eyes rolled back, and her breathing was abnormal. She was diagnosed with hypoglycemia. They had been struggling to get the dexcom continuous glucose monitor and pod to communicate with each other and the pod continued to give basal insulin while she was sleeping. She was transported in an ambulance to the ER and was treated in the ambulance with an unspecified medication via unspecified route. She was also treated in the ER with d50 and another unspecified medication via unspecified route. She was released from the ER the same day, after approximately 2 hours.